Event description:
Additional information received reported the manufacturer representative had not yet recovered the ¿material¿ in question. It was stated they ¿made deliver a new console.¿ it was unclear what this referred to exactly. Further follow up is being conducted to obtain additional information. An additional follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was seen within 48 hours of implant and was experiencing side effects from stimulation. They experienced tachycardia, sensations of shocking, and oppressions. The side effects disappeared when stimulation was stopped and recurred when stimulation was reactivated. The device was stopped as of the date of this report. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.